Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the nail splitter 4 str (40-224) had a possible broken spring. It is unknown under which circumstance this malfunction was discovered; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The nail splitter (40-224) was returned for evaluation. Device history record (DHR): no lot number was visible on the returned product for DHR review. Failure analysis: evaluation of the returned nail splitter found that the unit was in used condition with the handles and jaws out of alignment and unable to spring properly due to wear. Root cause: the reported complaint was confirmed. The returned nail splitters were observed with the jaws and handles out of alignment due to wear/rough handling/environmental damage, preventing proper spring action. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a